Event description:
It was reported that the remote monitor was disabled (rmd) and latitude was no longer able to monitor this patient's pacemaker device due to limited battery capacity. Upon review, technical services (ts) stated that remote monitoring disabled on (B)(6) 2026 due to limited battery capacity and the explant indicator reached on (B)(6) 2000. Ts stated that it was likely that this was a false rmd trigger due to magnet application during the loaded battery measurement as this battery has not yet reached 50% of the eri capacity. Ts recommended smr6 which will restore full telemetry function to such units. This device remains in service. No adverse patient effects were reported.